Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/06/2014 with the following findings: the pump powers with returned battery cap. Battery compartment intact. Evidence of moisture contamination inside battery compartment and on underside of battery cap. The keypad is intact. All of the keys are responsive. Evaluation revealed that there was no contamination under key contacts. The leak test passes. The keypad flex cable and connector are intact and no evidence of additional moisture contamination inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.